Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the stimulator is not working at all. Patient still peeing 10 times a day and it is very painful. Patient reported they fell and has 2 fractures in their lower spine that are compression fractures. Patient also mentioned they have ms. Patient has had pain there for a long time because they have arthritis in their hip but the fall just exacerbated it. Ps reviewed risks of lead migration with falls and patient responded "yeah that is what I was thinking". Patient said they were in the hospital in november and wanted someone to come and see if it was working but no one ever came. Patient said their managing doctor could not get them in until the end of next month and told them to call patient services. Ps asked if patient has tried different programs and patient did not specify. Patient asked repeatedly what settings they should be on. Reviewed role of patient services and ended the call.